Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's threshold suspend activated for a predicted low but that her blood glucose was actually 538 mg/dl. The patient was treated with a bolus delivery, and no serious injury or hospitalization was indicated. No further details were given regarding the high blood glucose event. The insulin pump was not returned or replaced.